Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an increase in impedance measurements, which remained within range. A boston scientific technical services (ts) discussed lead specifications. Some undersensing was noted on the right ventricular (rv) lead channel. Ts suggested the patient be seen in clinic. This lead remains in service. No adverse patient effects were reported.